Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to site to test the equipment. Representative reported that charger boards were replaced to resolve the issue and fluoro and rad gain calibrations were performed. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect boards have not been received by the manufacturer for evaluation.

Event description:
A site representative reported that during spinal fusion procedure, the images acquired from imaging system were grainy. Site attempted to perform gain calibrations but were unable to pass gain calibrations. The procedure was completed with the use of imaging. No information was provided on delay to procedure. No known impact on patient outcome.

Manufacturer narrative:
The battery chargers for the imaging system were returned to the manufacturer for analysis. The chargers were found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Additional information: patient demographics provided. Correction: event date updated to proper value.

Manufacturer narrative:
Additional information: event information updated.

Event description:
It was reported that there was no delay to the case.